Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician did not believe the intellamap orion was involved in the tamponade. Following the pericardial puncture, the patient¿s outcome was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a procedure to treat left atrial tachycardia, pericardial tamponade occurred. Pericardial tamponade occurred during the transseptal puncture, when another manufacturer¿s introducer was pulled back from the superior vena cava to the fossa ovalis. Puncture of the fossa ovalis occurred without a needle. It was noted that no boston scientific products were involved in the transseptal puncture. Mapping was begun with an intellamap orion¿ mapping catheter; however, the physician realized the patient¿s condition was worsening after 10 minutes. The patient needed a pericardial puncture, and was admitted to the intensive station overnight. It was noted there had been no performance issues with the intellamap orion.